Event description:
It was reported that upon functional evaluation it was determined the sheath was broken off and missing exposing the thermocouple. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.